Manufacturer narrative:
B3: date of event estimated using first day of year literature article was published. Detailed product information was not provided to boston scientific as this was reported through a literature article. The author has been contacted in attempt to obtain additional details. Elkhatib, w., teixeira, m., welch, b., et al. (2025) myocardial ischemia-associated arterial embolism management from pulmonary cryotherapy. Undersea hyperb med. 2025 third quarter, 52(3):349-356. Pmid: 41223396.

Event description:
It was reported via literature article that an arterial gas embolism occurred. The patient had image-guided cryoablation needles placed (two boston scientific lcerods) and underwent a normal pulmonary cryoablation protocol consisting of three freeze/thaw cycles. The overall end-expiratory pressure (peep) was lowered to 5cm hp, and the needle was subsequently removed. The patient developed transient st elevation on five lead continuous telemetry and sudden bradycardia with associated hypotension that responded to vasoactive therapy after cryoablation needle removal. A stat 12-lead electrocardiogram (EKG) was obtained, showing peaked t-waves in the v4 and vs leads, which replaced prior st elevations. A set of computed tomography (CT) images was obtained, demonstrating a moderate volume of left ventricular air with extension into the descending aorta and a moderate left pneumothorax. Although the patient was being ventilated with a peep of less than 5-8 mmh20 of peep and likely had normal left atrial pressure around 10 mm hg, it was suspected that the pressure from a new pneumothorax coupled with the residual hyperinflation from single lung ventilation without deflation of the endobronchial balloon may have led to entrapment of air into the pulmonary vein circulation via a bronchopulmonary vein fistula which subsequently flowed into the left heart, coronaries, and aorta. A follow-up intra-procedural CT of the head showed no intracranial gas embolism or CT evidence of acute ischemia. An arterial blood gas confirmed relative hypoxia (po2 63 torr) under single lung ventilation and high-sensitivity troponin of ten at baseline, 27 at two hours, and 83 at six hours. Cardiology was consulted due to the EKG changes, and it concluded that the likely findings were secondary to myocardial injury from air embolism, with no indication for coronary angiography. Air in the left ventricle and aorta resolved over thirty minutes of CT monitoring, with the patient remaining hemodynamically stable. Hyperbaric oxygen therapy was mainly recommended based on the physical exam findings of cardiovascular and physiological derangement due to suspected arterial gas embolism (age) impacts. Once the diagnosis of age was confirmed, aggressive supportive care was instituted with 100% oxygen administration, management of bradyarrhythmia, and augmentation of mean arterial pressure (map) with vasoactives. The hemoglobin was confirmed to be above 1 0g/dl, and the patient was kept in a supine position. As a precaution to minimize cerebral metabolic demand, the patient's head was cooled and burst suppression was instituted. The endobronchial distal lumen was promptly connected to continuous suction to ensure the collapse of the left lower lobe and prevent ongoing air movement into the pulmonary vein circulation. A left 14 f chest pigtail catheter was placed under CT guidance and connected to continuous suction with immediate resolution of the pneumothorax. Given the documented air entrained into the left ventricle on CT imaging and prior EKG changes, the patient was transferred to the intra-facility hyperbaric multi-place chamber for urgent hyperbaric oxygen therapy evaluation. The bronchial blocker was maintained in place during day one to prevent age progression. Vital signs revealed significant bradycardia in the 30s, but a map of 65 mm hg, which resolved shortly after facility transport. The patient underwent the initial therapeutic pressurization. Following successful decompression back to atmospheric pressure, saturation percentages remained in the high 80s, after which he was switched back to the standard ventilator and infusion pump equipment. Sinus rhythm and stable blood pressure were maintained throughout the procedure. Mild bilateral otic barotrauma (teed 2) was noted following therapy without other significant complications, and he was transferred back to the critical care unit. The following day, the patient underwent a second hyperbaric therapy session without issues or any further desaturations during air breaks. The patient was successfully extubated following his second hyperbaric oxygen therapy with vasopressor weaned off the next morning, bronchial blocker removed, pigtail catheter withdrawn with repeat chest x-ray confirming pneumothorax resolution, and discharged home in excellent condition four days after initial admission. Full recovery was established without residual cardiopulmonary or neurological sequelae and a normal neurologic physical examination. The patient continues to undergo treatment for his malignancy. It was hypothesized that the air in the patient's left ventricle and descending aorta derived from a transient broncho-pulmonary vein fistula caused by traumatic cryo needle puncture in the setting of high pressures in the working lung at the time of needle removal.